Manufacturer narrative:
A ge oec service representative investigated the issue and found a corrupt hard drive that was removed and replaced. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system was slow to respond to image recall. It was also reported that some saved images were not available for recall.